Event description:
Initial result for a patient calcium was 4.0 mg/dl. When repeated, the result was 8.5 mg/dl. The incorrect result was not reported. The field service representative found the rinse nozzle was overflowing and repaired the instrument by replacing the tubing to the vacuum tank.